Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the failure of the camera cable due to the inappropriate handling by the user.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4) (oekg), it was found that the color bar was displayed on the monitor instead of the endoscopic image. Also the service department found that the camera cable of the subject device was kinked. Other detailed information was not provided. There was no report of patient injury associated with the event.